Manufacturer narrative:
The patient files analysis led to the following observations: - there is an issue with the bluetooth low energy (ble) function since (B)(6) 2024. - it seems that the device upgrade was not successful by the programmer with the 3.16 smartview version. Therefore, the programmer has created a reset to reinitialize the device which has been successful. - the interrogation performed by the programmer with the 3.14 smartview version has revealed that the upgrade was well done. - by setting the remote monitoring at off, the longevity estimation is/will correctly calculated. - those observations indicates that the issue is most likely due to the ble chip. Nevertheless, since the device remains implanted, this hypothesis cannot be confirmed. - to avoid the recurrence of the described issue, it is recommended to not use the ble function (keeping the rms at off). - however, in the future, the device¿s integrity cannot be guaranteed anymore such as switch in back-up mode and/or interrogation issues even in inductive (those potential issues cannot be predicted, neither confirmed). Nevertheless, the pacing will be still delivered: vvi, 70 min-1, 5 v, 0.5 ms, sensitivity 2.2 mv, unipolar. - considering that anomaly (ble chip function), the physician might evaluate the benefit of a re-intervention. This complaint is recorded for trending purposes.

Event description:
Reportedly, impossibility to interrogate the subject device with the bluetooth and the remote monitoring not possible. An interrogation attempt was done with a smartview version 3.14 and 3.16 but the issue remains.the battery voltage cannot be measured. Despites all attempts, it is not possible to activate again the bluetooth.

Manufacturer narrative:
The preliminary analysis led to the following observations: the device's interrogation remains available in inductive telemetry. Only the bluetooth function seems to be impacted. To keep all the other functionalities, it is recommended to program the remote monitoring at off. The analysis is currently ongoing.

Event description:
Reportedly, impossibility to interrogate the subject device with the bluetooth and the remote monitoring not possible. An interrogation attempt was done with a smartview version 3.14 and 3.16 but the issue remains. The battery voltage cannot be measured. Despites all attempts, it is not possible to activate again the bluetooth.